Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse was unable to reproduce the issue. Site was reasonably confident that the error was induced but wanted to have things checked to rule out equipment failure. Fse performed sine cycle and a test drive and noted no issues. The system was tested and verified as ready for use. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. There was no image or video clip submitted for review. An event verification confirmed the procedure was performed on the reported event date (B)(6) 2022 on system (B)(4). A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. This complaint is considered a reportable event due to the following conclusion: a universal surgical manipulator (usm) was abandoned after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the arm 3 stopped working. Site did not think that the surgeon hit the swap foot pedal to switch to another arm. Site had reseated the sterile adapter and instrument. Then, arm 3 stopped working after a few minutes used. Site moved the arm 3 out of the way and used arm 4 to complete the case. System logs were viewed with no errors found. The procedure was completed with no patient harm. Intuitive surgical, inc. (Isi) made a follow-up attempt to obtain additional information. However, no further details have been received as of the date of this report.